Event description:
It was reported that during the implant procedure the helix of the lead seemed to be bent and there was difficulty extending the helix while attempting to position the lead. The lead was removed and a new lead was implanted instead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned and analyzed. Analysis revealed that the distal conductor of the lead became extrinsically fractured due to over-rotation. It was also noted that the distal conductor of the lead was extrinsically over-rotated. (B)(4).